Manufacturer narrative:
(B)(4). Evaluation summary:baxter received the actual device and a companion device for evaluation. The reported condition was not confirmed in either device. Visual examination of the units showed no evidence of physical abnormality. Functional testing of the devices was performed and found that the the blue end cap was able to be manually removed. Both male luers also passed further functional tests. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
A customer called baxter corporate product surveillance to report an unknown amount of continu-flo solution sets in which the blue luer cap is very difficult to remove. The facility has had to use clamps in order to take them off and use the sets on patients. The events occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).: the exact occurrence date is unknown. The event occurred in (B)(6) 2013. The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).: the exact occurrence date is unknown. The event occurred in (B)(6) 2013. The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.